Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Not able to create issue of getting hot. Head has debris inside and outside. Unable to separate sheath from head. Head button won't accept bur. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
It was reported that a midwest contra angle overheated; no injury resulted.